Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. Concomitant medical products: comp rvs tray co 44 mm lot#059250 item#059250 comp rvs 3.2 mm drl lot#440290 item#405883, comp rvs 2.7 mm dia drl lot#440540 item#405889, comp rvrs 25 mm bsplt ha+adptr lot#314090 item#010000589, comp rvs cntrl 6.5 x 25 mm st/rst lot#123680 item#115395, comp lk scr 3.5hex 4.75x30 st lot#423900 item#180553, comp lk scr 3.5hex 4.75x15 st lot#889000 item#180550. (B)(4). The reported event was confirmed based on doctor's office notes received. No products were returned; therefore, the visual and dimensional inspections were not performed. A photo of the bearing and tray was received; however, the event of dislocation cannot be evaluated from this photo. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Review of x-rays identified that the shoulder had dislocated superiorly and posteriorly. Office notes provided relay, the patient underwent their initial procedure due to a 3-part comminuted fracture. Prior to the initial, the patient had numbness, swelling, pain with activities, radiating pain, night pain, locking, and clicking. The initial op report was reviewed with no findings. The stem was cemented in due to the loss of proximal humerus (from the fracture). During a visit on sept 11, 2017, the patient had some pain with activities; however, a few weeks prior the patient started to notice a clunk in the shoulder and inability to elevate the arm. The patient did not recall any fall or injury that may have caused it. X-rays were taken during this visit and the hcp provided an analysis. The shoulder has dislocated superiorly and posteriorly. The glenoid component looks to be in stable position. The humeral component looks to be in stable position. Additionally, it was stated the patient had a failure of his rotator cuff greater tuberosity repair and has instability in addition to the dislocation. A revision procedure was proposed to fix the dislocation. This revision took place on september 29, 2017. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent shoulder arthroplasty revision surgery due to dislocation. The patient reportedly had a failure of the rotator cuff greater tuberosity repair, and subsequently experienced instability and dislocation.

Manufacturer narrative:
(B)(4). Concomitant products:xl-115363 arcom xl 44-36 std hmrl brng, lot 588290, glenosphere, unknown part/lot 115370 comp rvs tray co 44mm lot 059250. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent revision surgery due to dislocation. No further information has been made available.